Event description:
On 2025-nov-11 additional information was received from the patient. The patient called back in response to a letter they received from the manufacturer. The patient did preface stating that they had memory issues, so they didn't remember details or dates. 1) for the cause of the max settings message the patient said it was unknown however they said that they did see their managing physician and they ordered x-rays and said that they did show the x-rays and said that two of the prongs looked disintegrated and two didn't. The patient said that having surgery to repair it was mentioned and they were told that the scheduler would call the patient however the patient said they hadn't yet received the call. The patient also did say that in mid-(B)(6) they did have surgery to repair a hernia and they didn't recall if the implant was turned off or not. 2) what likely caused? The patient said that they didn't know. 3) what steps were and will be taken, with dates? See additional information regarding x-rays under question 1. The patient said they didn't recall dates of appointment and surgery however will contact the physician's office for that information. 4) what was the ca use of not be able to adjust? The patient said that is unknown at this time. 5) what most likely contributed to this issue? The patient said that they didn't know. Please see additional information listed under question 1.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2xftd: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025 additional information was received from a healthcare professional. They reported that the "prongs being disintegrated" comment was referring to the distal electrodes appearing to be fractured. The patient is scheduled for a replacement surgery on (B)(6) 2026. The issue was not yet resolved and the device was still in use.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient stated they are getting a message on their handset that says system is operating at max settings and can't be increased. Patient stated they have not had any falls, trauma, or change in activity. Patient said they have had an increase in urgency. On program 7, 4, 3 and 1 patient got the max settings message at 0.3. On program 5 the patient got the max settings message at 0.5, on program 6 they got the max settings message at 0.1 and on program 2 the patient got the max settings message at 0.8. The patient was not able to feel stim on any of the programs. Patient started seeing the max settings message a couple months ago. Patient has an appointment w/ the hcp in a couple weeks.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.